Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ device not returned.

Event description:
It was reported that there was insulin leaking out of the luer lock. Reportedly, the customer disconnected the luer lock and reconnected it prior to calling tandem's technical support. It was noted that during fill tubing, the customer did not see leaking at the luer lock and saw drips out of the end of the tubing. The customer resumed insulin delivery. There was no impact to the customer's blood glucose level.